Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-sensed t-wave oversensing (pstwos) which resulted in the delivery of inappropriate shocks. The ICD was reprogrammed. The patient was in stable condition.